Manufacturer narrative:
Additional devices implanted and involved: (B)(4). Patient¿s medications: aspirin, bumetanide, clorazepate, robaxin, and simvastatin. The device was returned to gore for evaluation. Engineering observed that the constraining loop was tucked under one of the struts on the endograft. There were no anomalies on the eyelet of the constraining loop; however, the other end of the constraining loop that transitions to the stiffened portion appeared to have been cut. It could not be confirmed if the tucked constraining loop and cut end of the constraining loop occurred during the implantation portion of the procedure or during removal of the device. The delivery catheter also appeared to have been cut; this is consistent with the reported observation that the physician reportedly needed to cut the delivery catheter to remove it from the patient. Based on the findings from the evaluation, the reported observations that the device partially constrained could not be confirmed. The root cause for only half the device constraining during the repositioning process could not be determined with the currently available information. However, treatment outside of the indications for use was reported and may have contributed to this event.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. It was reported that as the trunk-ipsilateral leg component was being ballooned the aorta ruptured. The cause of the rupture is reportedly due to oversizing, excessive calcium, and ballooning partially outside of the device. The patient's blood pressure dropped due to the rupture (blood loss of an unknown amount). It was reported the physician implanted two aortic extender components proximal to the trunk-ipsilateral leg component to treat the rupture. Imaging showed the rupture was still present. The patient was reportedly then converted to an open surgical repair. It was reported the patient expired on the same day due to blood loss as a result of the rupture.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Corrected the conclusion code. (B)(4). The engineering evaluation was sent in error and is not applicable to this event.